Event description:
A health care professional reported receiving a low adc reading of 30 mg/dl as compared to a laboratory reference reading of 212 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. During investigation an issue where the meter did not start after sample was applied was observed. The strip port module was replaced with a known good strip port module. All results were within range specification and no errors were observed during control solution testing. The complaint is not confirmed.